Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection fortum (1 gram for fourteen days; route and frequency not reported) and injection vancomycin (2 grams every four days; route and duration not reported) for the peritonitis event. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.